Manufacturer narrative:
Additional information was provided in d.3., d.9., h.3., h.6. And h.10. The lens was returned in the lens case. Viscoelastic was observed on the lens. A narrow line of dried viscoelastic was observed across one side of the posterior surface. This dried viscoelastic had the appearance of a scratch. The lens was cleaned with klrp for further evaluation. No scratches were observed. A minute chip was observed off center of optic. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported scratch could not be determined. The lens was returned. There was a narrow line of dried viscoelastic that had the appearance of a scratch. This was removed with cleaning. This may have been interpreted as the reported scratch. A small chip was also observed on the optic. No other damage was observed. It is unknown if qualified associated products were used. The company lens model is only qualified for use with the company cartridges. The instructions for use (IFU) instructs: company foldable intra ocular lenses (iol)s are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The customer indicated that they do not want to be contacted. No further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before the cataract with intraocular lens implantation surgery, she noticed small scratch on the lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).